Manufacturer narrative:
An aborted case results in the patient being unable to receive treatment. A delay in receiving treatment could allow a progression of the disease thus resulting in a death or serious injury.

Event description:
It was reported that during a tumor ablation procedure, the probe and connector module burned at the laser junction. It was noted that there was an additional probe and connector module but the physician chose not to proceed with the case. The case was then aborted and the patient did not receive treatment.